Event description:
Event: surgical intervention for limb occlusion. Case details: the device was inserted without any problems. The superior attachment system was deployed and the inferior attachment system deployed with no problems. After deployment of the contralateral limb the contralateral pull wire was unable to be advanced due to a tortuous limb. The frame was ballooned but not the length of the limb due to the inability to advance the balloon through the limb. A final angiogram demonstrated good flow with both renals and hypogastrics clearly visible. After closing the groin incision, the physician noticed no pulse in the contralateral femoral artery. Another angiogram taken showed an occlusion of the contralateral limb just proximal to the attachment frame. Wires and catheters were used to access the accessed to insert the occluded limb from both groins. The procedure was completed with a fem-fem bypass.